Event description:
A sales representative called to report that a doctor has had a few cases of contact dermatitis 2 weeks after the product was used on the patient. During a follow up call in 2008 with the dr., she stated that she has been using dermabond for two months and in the past 2 weeks she has had 6 patients return with contact dermatitis. Each patient was given oral steroids to clear up the rash. One patient had a mild rash, 4 patients had a rash that started at the incision and spread "a bit", and 1 patient had a full body rash. The dr. Is not certain that the rash is due to the use of dermabond but she said it was the common denominator in all 6 cases. During a subsequent call four days later, the dr. Reported that the skin was prepped with betadine and a saline solution and it was completely dry prior to application of dermabond. Three of the patients received prednisone. One patient applied vitamin e after the breast surgery. This report accounts for one of the patients that had a rash that started at the incision and spread "a bit".

Manufacturer narrative:
Some information for this report may not have been provided at this filing. If the information is provided at a later date, a supplemental filing will be sent. The event description does not suggest that the functional performance of the device was out of specification, but indicates a possible sensitivity reaction. A small percentage of the population may have hypersensitivity to the adhesive or its derivatives. Typically these reactions occur immediately after application. Without sensitivity testing on these materials, it is not possible to determine if the reaction was due to the adhesive or other factors. The package insert informs the user that reactions may occur in patients who are hypersensitive to cyanoacrylate or formaldehyde. Reactions in these patients are typically limited to redness and/or inflammation that resolves without further treatment once the adhesive has been removed.